Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email that the adc device detached prematurely. The customer reported that they lost consciousness while sleeping, and an ambulance was called. It was noticed that the sensor had detached. A healthcare meter result of 17 mg/dl was obtained, and no further details were provided. There was no report of death or permanent injury associated with this event. On 02 jul 2023, abbott diabetes care received the following additional information from the customer, regarding this event: the customer reported that they received treatment of soda and food by spouse, and an ambulance was called. The customer was additionally treated with glucose infusion via IV by healthcare professional.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The following sections have been updated from the previous report, to provide additional information received by the customer on 02 jul 2023: b3 ¿ date of event b5 ¿ describe event of problem b7 - other relevant history d4 ¿ serial # d4 - expiration date h4 ¿ device mfg date h6 ¿ type of investigation h10 ¿ additional mfg narrative.

Event description:
A customer reported via email that the adc device detached prematurely. The customer reported that they lost consciousness while sleeping, and an ambulance was called. It was noticed that the sensor had detached. A healthcare meter result of 17 mg/dl was obtained, and no further details were provided. There was no report of death or permanent injury associated with this event. On 02 jul 2023, abbott diabetes care received the following additional information from the customer, regarding this event: the customer reported that they received treatment of soda and food by spouse, and an ambulance was called. The customer was additionally treated with glucose infusion via IV by healthcare professional.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email that the adc device detached prematurely. The customer reported that they lost consciousness while sleeping, and an ambulance was called. It was noticed that the sensor had detached. A healthcare meter result of 17 mg/dl was obtained, and no further details were provided. There was no report of death or permanent injury associated with this event.